Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 500:320:654:0000 was confirmed in the pump's event history. This condition was caused by the user pressing a key for longer than 50 seconds. This condition was not duplicated during product evaluation. Therefore, no repairs were necessary. This device is a remediated colleague pump with a user interface module software version of (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 500:320. It is unknown when or in which care area this event occurred. Baxter personnel confirmed the reported condition as failure code 500:320:654:0000 and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.